Event description:
Rn reported a system error alarm 2240 when the pt line of homechoice set was found to be disconnected from the transfer set. There was no pt injury or medical intervention reported.